Manufacturer narrative:
The coil was returned undamaged. The detached coil will fill an aneurysm in the framing shape as designed. The floppy consistency is due to soft memory which will be apparent when observed in an open bowl of saline. In addition; the larger diameter of the secondary loops and the long length of this coil under gravity and in the open will appear to have no framing shape. The framing shape will occur inside the aneurysm. Therefore; no problem was found concerning the secondary framing shape of this coil. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is report 2 of 2 related to (B)(4). This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
Two micrusphere coils reportedly did not take up an expected 3d shape. An enzo microcatheter was placed in the aneurysm. The first coil: micrusphere 10 platinum coil 10x30 was introduced into the aneurysm. No 3d shape and size was taken up by the coil and a floppy consistency was noted. No friction; kink or any adverse event during coil introduction and withdrawal. No detachment was tried. For the second device the enzo microcatheter was again in good position in aneurysm. The second coil, a micrusphere 10 platinum 9x25 was not introduced in microcatheter; but pushed out in glass bowl filled with saline. There was no 3d shape and size retention observed before device introduction into microcatheter. Not used in patient.